Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(serial); e1; e3 upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the patient with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). The underlying medical history was not shared. While on the cp support, and after explant, there was a rise in the creatinine lab values. The creatinine originally was 1.7mg/dl. The creatinine dropped from a high of 1.9mg/dl to 1.4mg/dl. All labs were monitored however no intervention was deemed necessary for the acute kidney injury. The pump support was explanted after pci and patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.